Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis showed that the pulse generator exhibited no output. With a new battery the device exhibited low out of range impedance values on both channels. Analysis indicated that there was electrical overstress on the u1 pin 55 of the hybrid.